Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspected device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a cold snare device was used during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the snare loop extended beyond its normal range. The device was unable to cut the tissue despite multiple attempts with smaller amounts of tissue. The physician attempted to slightly close the snare but was still unsuccessful. The procedure was completed with another cold snare device. There were no patient complications reported as a result of this event.